Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis confirmed the reported event, the lights illuminate slightly when on is depressed, but the device did not run. After a transistor was replaced, the device was retested with normal operation. After calibration all functional tests passed. Conclusion: confirmed the reported failure mode due to defective transistor. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a routine inspection confirmed that the light of "pace", "sense", and "lowbatt" did not flash. The reported epg could not be turned on at inspection. The main printed circuit board (pcb) of the reported epg is to be replaced with another one. (B)(4).

Event description:
The external pulse generator (epg) was returned to the manufacturer for a routine inspection. It was analyzed and tested out of specification. There was no patient involvement.